Manufacturer narrative:
Concomitant product UDI is not available. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that a patient with an inflatable penile prosthesis presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the cylinder had a hole, so both cylinders and a pump were replaced. There were no patient complications.

Manufacturer narrative:
Concomitant product UDI is not available. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection of the first cylinder revealed wear at the fold in the proximal end, and the component passed the leakage test. The second cylinder showed wear at the fold in the proximal, middle, and distal ends, with a hole observed at the corner of a fold in the proximal end, which corresponded with a leak at the same location. The pump inspection indicated that the standard inflate/deflate pump had kink resistant tubing (krt) worn down to the filament, and the outer layer of the pump bulb exhibited wear due to friction against the pump strain relief krt junction; however, the leakage test was successfully passed. Based on the information available and analysis result, the allegations of a mechanical issue and hole/perforation were unable to be confirmed for both cylinders. Based on this investigation a clear probable cause for the event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the cylinder had a hole, so both cylinders and a pump were replaced. There were no patient complications.